Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: catheter. Product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 11-jul-2021, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 03-dec-2013, UDI#: (B)(4), h3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (8.0 mg/ml at 1.7862 mg/day), bupivacaine (10.0 mg/ml at 2.233 mg/day), and baclofen (500.0 mcg/ml at 111.64 mcg/day) via an implanted pump. It was reported that the patient had their pump replaced as it was nearing end of life. The catheter was replaced due to a malfunction.

Manufacturer narrative:
H3: analysis of 8596sc catheter found sc connector coring-tears-cuts in seal. Analysis of the 8598a catheter found catheter body; compressed area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.